Event description:
The pt reported uncomfortable stimulation. Attempts to program the pt were unsuccessful. A boston scientific rep performed device eval and the problem was confirmed. Explant surgery has been recommended.